Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "[Name removed] called in this vent went inop on a pt, there was no harm and the pt was placed on another vent right away. There was audio and visual alarming, no settings available. Error codes: pneumatic ftc, ifs voltage fault tca ad reference fault, ifs ad reference fault. Brandon is not avea trained, I asked if there was anyone trained that he could get with and do xdcr cal's, or we can send a fse out, he said no and that they might not fix this vent because they are purchasing all new vents.

Manufacturer narrative:
On 2/23/2015, carefusion requested additional info from the user facility regarding the reported event and status of the pt. As of 3/18/2015, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. (B)(4). The user facility representative declined to have a carefusion field service technician visit their facility and evaluate and repair the device. Should carefusion receive additional info regarding the reported event, status of the pt and/or status of the device follow-up medwatch report will be submitted.